Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that approximately two months post op, the screw broke at l5. A revision surgery is pending. No patient trauma or injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.